Manufacturer narrative:
Patient problem code (B)(4) for following reported symptoms; "flu like symptoms", "raised ketones".

Event description:
On (B)(6) 2017, a reporter (patients mother) for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ping meter displayed an unknown error message. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that the issue occurred on (B)(6) 2017 at 03:30pm. The patient manages his diabetes with an insulin pump and the reporter denied that she made any changes to the patient¿s usual diabetes management routine in response to the alleged issue. The reporter stated that the patient developed symptoms of ¿flu-like symptoms, headache and had raised ketones¿, 12 hours after the alleged issue occurred and that she treated him on (B)(6) 2017 at 10:00am with ¿12 units of humalog insulin in the morning and 7 units of humalog insulin in the afternoon¿. The reporter stated that she tested the patients blood glucose on another device from (B)(6) 2017 at 08:55pm to (B)(6) 2017 at 04:00am and got results ranging between 242mg/dl to ¿over 600mg/dl¿. During the call the cca noted that the reporter was not able to use the meter to troubleshoot at the time of the call however had been using off-label test strips with the device. The product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.